Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 20gx1.00in straight bc blood backs up. It was reported by customer that malfunctioning at the hub site. Verbatim: rcc received a complaint via phone. Customer states that they are using item 386862; lot 5114343 and it is malfunctioning at the hub site. No other information was given at the time of the call.

Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of blood backs up/ not completely expelled was not confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.